Event description:
It was reported that a pump did not have audio function.

Manufacturer narrative:
(B)(4). The device was returned for eval and baxter was able to confirm that the audio function was not present. Further eval identified that the absence of audio was due to an inadequate solder connection on the backflex. All detection capabilities and functions performed as expected. The failed backflex was replaced.